Event description:
Reportable based on device analysis completed on 17-oct-2018. It was reported that shaft break occurred. During introduction of a 3.00mm x 8mm nc emerge balloon catheter through a 6f ebu 3.5 guide catheter, it was noted that the shaft broke into two just at the touhy borst area. The physician retrieved both parts out of the guiding catheter and reintroduced a new 3.00mm x 8mm nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break of 79.3cm from the hub. Returned product consisted of a nc emerge balloon catheter clipped together with a clip it. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 79.3cm from the hub. There are two kinks on the hypotube at 35cm and 75cm from the hub. There is an additional kink on the inflation lumen and guide wire lumen at 10.6cm from the tip. Microscopic examination revealed no other damages. There is blood present in the guide wire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.